Manufacturer narrative:
A1 to a5: patient information was not provided. D4: unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G5: the heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in marseille, france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e18 code) associated to patient circuit 1 pump that is blocked or too slow. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
H11: a review of device¿s service history identified that no similar event has been reported since unit installation in 2005. Based on the investigation findings and considering the outcome of previous investigation of similar cases, the most likely root cause of the event has been attributed to a defective patient pump 1, also due to wearing and aging of the component. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11. Livanova field service engineer was dispatched on site, confirmed the issue and, to fix it, the motors of both patient and cardioplegia sides, as well as venting valves, were replaced. If any additional pertinent to the reported event is received, it will be provided in a supplemental report.